Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received in good physical condition. Visual and functional testing could not duplicate the complaint. A root cause was not known as the complaint could not be duplicated. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No further action was taken.

Event description:
It was reported that the device had "permanent downstream occlusion". There was unknown patient involvement.